Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (6 mg/ml at 1.9 mg/day) and dilaudid (hydromorphone) (10 mg/ml at 1.9 mg/day) via an implantable pump for non-malignant pain indications for use. It was reported that the patient was initially programmed dosage of 6 mg/ml, delivering 1.9 mg per day. The patient stated that he wanted to increase the concentration to 10mg so he put the new concentration in the pump but did not update the programming, so the patient was still programmed for 6mg / ml and was getting 10 mg/ ml since (B)(6) 2025. However, the patient told the healthcare provider (hcp) that their relief was much better. The hcp asked what the new dose was, and technical services (tss) calculated 3.17. The tss reviewed and it was a 67% increase from original dose. The hcp was going to decrease the concentration by 30% and do a bridge bolus. The hcp was going to prescribe narcan for the patient with the dose decrease.

Manufacturer narrative:
Continuation of d10: product ID a810, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.